Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information has been requested from reporter but has not been received. This report is for one unknown screw. Part and lot numbers were not provided by reporter. The subject device was not reported to have been implanted and is expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that the subject screwdriver broke during surgery. During the screwing of a screw into an osteosynthesis plate in the patient's forearm, the hexagonal head screwdriver broke in the recess of the screw head. This resulted in a surgical delay; however the extent of surgical delay caused by the event is unknown. This report is for one unknown screw. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: the procedure was prolonged by ten (10) minutes.